Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis and a blood glucose (bg) level of 370 mg/dl. The customer was treated with intravenous insulin and saline and was discharged with no permanent damage. Reportedly, the cartridge was damaged at the canister, interrupting insulin delivery. Customer loaded a new cartridge to address the issue.